Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you identify the product code of the silk suture used? Unk. What tissue layer was the suture used on? Skin. What is the surgeon¿s opinion as to the contributing factor to the patient symptoms? Suture may related to patient pain, pyogenic phenomenon, skin reddish. What was the indication for suture removal? Take away the stitch. What are the patient age, gender, weight, prior medical history? What is the patient current condition? (B)(6) and male.

Event description:
It was reported that the patient underwent a trauma procedure on (B)(6) 2018 and suture was used on the skin. The patient experienced pain, pyogenic phenomenon, skin reddish one day after the procedure. The surgeon removed the suture and closed the skin with an absorbable suture. The patient is currently stable.